Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Inspections of the lead body and electrode tip noted cuts in the insulation and dried blood/body fluid in the helix housing and neck region. The helix could not be extended/retracted upon return due to the presence of the observed dried blood/body fluid. Laboratory testing did not reveal any abnormalities.

Event description:
Boston scientific received information that this lead was being returned for an unknown performance anomaly. No adverse patient effects were reported. Despite efforts, additional information could not be obtained. This report will be updated should further information be received.